Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. A review of the data provided indicated that the high cycle threshold (CT) values (35+) for hiv and hcv reactive results were consistent with the 0.5x limit of detection (lod) panel CT values observed during quality control release. These late CT values may indicate a viral load below the lod of the assay, where results can fluctuate between reactive and non-reactive. The negative control did not generate any unexpected reactive results, and robust amplification of the hiv and hcv curves was observed, reducing the likelihood of non-specific amplification. Serology testing for the affected donors was non-reactive, and a possible root cause may involve a low viral load or a window period result. No batch trend was identified for the reagent lots used (g00788, g07145, g15705, and g15706).

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument. The allegation involved samples that generated reactive results for human immunodeficiency virus (hiv) and hepatitis c virus (hcv) with high cycle threshold (CT) values (35+). Serology testing for the affected donors was non-reactive.